Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that, the customer experienced high blood glucose level. Customer blood glucose level at time of incident was 462 mg/dl. Customer blood glucose level was 304 mg/dl. The customer was treated with injection. Customer had been using insulin pump system within 48 hours current of reported high blood glucose event. Customer stated that the auto mode feature was active at the time of high blood glucose event. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. Customer stated that they did not alleged pump was under delivering they believed it was a cannula issue. Customer stated that infusion set previous cannula was completely bent. Customer mother was assisted with troubleshooting for high blood glucose. The device will not be returned for analysis.